Event description:
It was reported when patient presented to the hospital for an unrelated procedure, device pocket infection was observed. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous missed event date which is (B)(6) 2017.